Manufacturer narrative:
The device was not returned for analysis. Sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 16f sheath and the tavr procedure was completed. Reportedly post procedure, the suture of one of the prostyle devices broke. The remaining suture knot was successfully advanced; however, it was not enough to close the large hole. Wire access was lost at this point (not due to the prostyle devices); therefore, a surgical cutdown was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.